Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the pulmonic valve via transfemoral approach, the valve was implanted too high and effectively occluding flow to the right pulmonary artery (rpa). Several attempts were made to "pull" the valve down using a non-ew balloon into the main pulmonary artery (mpa) but were unsuccessful. The patient was then converted to open surgical repair.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 health impact code and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Native pulmonic valve replacement using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not an indicated use. The risk management file captures risks for indicated device use only. The complaint was unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to thv malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally calcified native leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''during the procedure of a 23 mm sapien 3 ultra valve in the pulmonic valve via transfemoral approach, the valve was implanted too high and effectively occluding flow to the right pulmonary artery (rpa)''. Per training manual, valve positioning and inflation technique may affect thv deployment characteristics. While a definitive root cause was unable to be determined, it is possible that procedural factors (valve positioning and deployment technique, off label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.